Manufacturer narrative:
Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was noted that the stent was received loaded within the device. Several unsuccessful attempts were made to flush the device. The stent was unable to be deployed by advancing the stent stabilizer. Blood was present within the device. The stent was retrieved by manually pulling the stabilizer out from the distal end of the delivery catheter using the dual taper tip. The stent was noted to be intact. All four marker bands were present on both ends of the stent. The delivery catheter was deformed (twisted) approximately 5cm from the distal end of the strain relief. The stent stabilizer was broken/fractured and also kinked/bent at the proximal end. There was a guidewire still present inside the stent stabilizer. The functional inspection was unable to performed as the stent was not able to be fully deployed as normal. The reported event stent failed/unable to deploy' and stent stabilizer kinked/bent' were both confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. The tortuosity of the patient¿s anatomy was reported as 'severely tortuosity'. It was reported that 'the subject stent system was delivered to the lesion; however, it could not be deployed. After several attempts of repositioning, the proximal end of the stabilizer became bent. Therefore, the system was retrieved'. The percentage stenosis and calcification at the target lesion was not specified. The stent was able to be advanced to the target lesion before the issue was reported. The stent was returned for analysis still loaded in the distal end of the outer (delivery) catheter. The stent stabilizer (inner catheter) was attempted to be advanced, but the stent could not be deployed. During this process, resistance (friction) was noted between the inner and outer catheter. Once deployed (by gripping the dual taper tip and moving it distally), the stent was noted to be undamaged. The delivery catheter was deformed towards the proximal end. The stent stabilizer was kinked/bent towards the proximal end of the device, and it was also broken/fractured at the same end. It is likely that a combination of the unknown percentage of stenosis/calcification of the target lesion, the tortuosity of the target vessel, a possible lack of sufficient continuous flush (as evidence by blood present within the subject stent system, and some other unknown procedural factor(s) resulted in the user experiencing resistance while attempting to deploy the stent in the target stenosis area. The resulting manipulation of the subject stent system is likely to have resulted in some/all of the damage noted during device analysis. Based on the review of all available information an assignable cause of procedural factors has been assigned to the reported event stent failed/unable to deploy' and stent stabilizer kinked/bent' and to the analyzed event stent failed/unable to deploy, stent stabilizer/catheter friction, stent stabilizer kinked/bent, stent stabilizer broken/fractured during use and stent delivery catheter deformed. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
A procedure was planned for stenosis of the right middle cerebral artery, it was reported that the subject stent system was delivered to the lesion, it could not be deployed. After several attempts of repositioning, the proximal end of the subject stent stabilizer became bent. However, the subject device was returned for analysis and the device investigation revealed that the subject stent stabilizer broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.